Event description:
It was reported that the patient underwent a revision procedure due to unspecified reasons with an advance xp male sling. The sling remains implanted and a new 5.0cm aus was implanted.